Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported that the one infusion set were fell off during use and infusion set is long for 1 day and a half. The blood glucose level was 280 mg/dl and is due to correction bolus via pump. No further information available.